Event description:
Caller reported an issue with the insulin gauge displaying an amount different from expected. The displayed fill estimate on the pump was 31 units, whereas the caller expected it to be 75 units, indicating a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. The caller was educated on completing the cartridge air removal step, acknowledging and understanding this guidance, but chose to continue using the current cartridge and indicated willingness to follow up if necessary. No additional information regarding the outcome of the event was received.